Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the unit stopped ventilating and the screen froze. This reported issue occurred while on a patient, there was no reported patient harm or injury.